Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed alert 61 indicating a malfunction shortly after initiation; a restart temporarily cleared the alert, which recurred despite a full charge, and the device was replaced with the original to be exchanged. Symptoms included no reported changes in blood glucose and no clinical effects. Outcomes included provision of replacement supplies and no impact to glucose control or need for medical care. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.